Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had an occurrence of electromagnetic interference (emi) from an unknown source. The device remains in use. No patient complications have been reported as a result of this event.